Manufacturer narrative:
Field service engineer confirmed the control room tower had been moved for floor repairs and then replaced. Fse found the infimed/gim connector disconnected, causing the issue. Fse reconnected the connector and verified proper operation per (B)(6). Fse completed hut service checklist and customer returned the fully functional system to service.

Event description:
On (B)(6): customer reports male (unreported age) having a renal stent placement when the room fluoro failed. Staff moved a portable fluoro c-arm into the room and procedure was completed without further incident. No reported injury, patient is fine.